Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05091 for the exalt model d scope and report number for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. An hour into the procedure, a loading screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05091 for the exalt model d scope and report number 3005099803-2024-05087 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. An hour into the procedure, a loading screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d controller was analyzed. Visual inspection showed discoloration inside the connector socket, fluid ingress damage to the sud assembly and controller, and finish damage to the bottom of the housing. With all the available information, boston scientific concludes that the reported event was confirmed. Improper handling of the device or wear/tear on internal components over time likely contributed to the event. The conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.